Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the bmw hydro instruction for use states, do not: push, auger, withdraw or torque a guide wire that meets resistance and/or torque a guide wire if the tip becomes entrapped within the vasculature. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the distal right coronary artery which was treated with an unspecified stent, the guide wire became caught behind the stent. While attempting to remove the guide wire, the guide wire separated and remained in the vessel. There was no attempt to remove the wire fragment. There was no reported clinically significant delay in the procedure. No additional information was provided.